Manufacturer narrative:
Asr revision, asr xl: left, reason(s) for revision: component loosening. Update 14-jul-2017: part/lot provided for the stem. Stem was also noted to be loose. This complaint was updated on: 18-jul-2017 no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision, asr xl: left, reason(s) for revision: component loosening. Update 14-jul-2017: part/lot provided for the stem. Stem was also noted to be loose. This complaint was updated on: 18-jul-2017

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.